Event description:
This report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2024-02344 for the spyscope ds ii access & delivery catheter and 3005099803-2025-03340 for the spy ds controller. It was reported to boston scientific corporation that spyscope dsii and spy ds controller were used in the common bile duct on (B)(6) 2024. It was reported that the image stopped appearing after 35 minutes of insertion into the bile duct. The procedure was not completed due to this event. There were no reported patient complications as a result of this event.

Manufacturer narrative:
H6 (impact codes): impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.